Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all manufacturer's quality release specifications at the time of manufacture. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip however a definitive root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lapg. During the third firing, crossing over the staple line of the second firing, the surgeon could not return the knife to the initial position after firing. The screen also went blackout. The handle was removed from the adapter and the manual adapter tool was used to return the knife to the initial position. The staple line was complete. The handle was re-inserted into the charger but the screen was still blackout. No patient injury.